Manufacturer narrative:
Other, other text: one cadd cassette reservoir and one pictures were returned for the evaluation of the reported issue. The picture showed the top view of a cassette product from flow stop model. The cassette pump tube showed air bubbles. A visual inspection was conducted at a distance of 12 to 16 under normal conditions of illumination to detect sample conditions that could cause functional issues. The sample don?t present any damages, scuffs, pinch marks, cracks, crazing, etc. That could have caused the failure mode reported. Functional testing was performed, and the samples were fully priming and connected without difficult, the pump was set running. No air bubbles generated in the cassette used and no alarms were activated. The complaint was not confirmed due to samples were tested and no alarms were activated.

Event description:
Information was received indicating that during bench testing of a smiths medical cadd cassette reservoir, a no disposable alarm was noted, and the pump stopped. No patient was involved in this event. No adverse effects were reported.